Event description:
It was reported that pump experienced malfunction with code malf 9, and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if issue happened again, which customer acknowledged and understood.